Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspections of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35w 6/box lot# 73a2200158 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
We are currently experiencing quality issues with this reference of skin staplers: the staples remove from the skin. Similar incidents happened with several staplers. Additional information: no patient injury. The staples were not holding properly on the skin. The device is not available for investigation. Suture with threads were used.